Event description:
It was reported that the patient sought medical assistance due to a pod error hazard alarm on his omnipod. The patient reported that the hazard alarm caused them to seek a specialist from a clinic due to hearing issues. The patient was trained by the agent on how to silence the pod when this occurs. Three follow ups were attempted but no additional information was provided.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hearing problems lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.